Event description:
It was reported that during post-op follow-up, intermittent respiratory exit block was observed. X-ray revealed the helix was not fully extended. The lead was successfully repositioned. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).